Event description:
The customer reported that while running an antibody screening assay, summit sampler handler, failed to deliver sample and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.